Manufacturer narrative:
Repair evaluation information was received on 05/05/2025 and section h11 should be reported as: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device caught fire thermal. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Top of device had dust-like contamination on it. Iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it and on it. Also, there was a potential mineral deposit spot in it. Heater plate had dust-like contamination on it and potential mineral deposit spots on it. Inlet/outlet seal had white and black dust-like contamination on it. Inlet filter had dark gray contamination on it, water tank had dust-like contamination, tiny hairs/fibers and unknown residue in it. The ui (user¿s interface) panel underside had black and brown burn marks on it. The ui¿s ribbon cable had black and brown burn marks on it and a hole burnt through it in the center. Brown dust-like contamination on the rim of the top enclosure. Center enclosure had potential mineral deposit spots in the iso port tube. Center enclosure had brown and black burn marks on the iso port tube. Q3 (phase b) of the pca (printed circuit assembly) blower motor circuitry was blown up and had severe black burn marks all around it along with some light white potential mineral deposit stains, indicating potential water ingress. Slight dust-like contamination on the bottom of the heater plate. Pil was not able to confirm the complaint of the device catching fire, but pil was able to confirm q3 of the pca blew up and caused extensive thermal damage to the pca, which could have potentially caused the device glowing as stated in the complaint. Pil was able to confirm the potential of water ingress on the pca which most likely caused q3 to blow up and other electrical damage to the pca. In box h-device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box d: device available for eval, device serviced by 3rdp and date returned to mfg has been updated.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 device. There is an allegation that the device caught fire. The patient's caregiver stated that the device began to glow and that they unplugged it and took it outside. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient the device has been returned to the manufacturer but the evaluation has not been completed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.